Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with the top case front right corner chipped, cracked bottom case by l-bracket and right plunger case. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of primary audible alarm post. To further investigate, a power up process and occlusion test was performed. Customer problem not duplicated. There was no damage to speaker found. The speaker was replaced as a preventative measure. No further actions taken.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "primary audible alarm" errors. No patient involvement reported.